Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7082400. Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 207408.

Event description:
It was reported that the patient was experiencing non-target stimulation. Imaging showed that the leads had migrated significantly. It was also noted that the patient had an issue with the size of battery and where it was located. The patient underwent a lead replacement procedure. During the surgery wherein an electrocautery was used, the remote control kept saying communication error. The physician opted to replace the ipg. The patient was doing well postoperatively. The explanted leads were discarded by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
(B)(6). The ipg was returned for analysis. Communication could not be established with a known good remote control (rc) or clinician programmer (cp). The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to electrocautery. In addition, the data logs were able to be retrieved and they revealed no evidence of any anomalies related to battery depletion, or usage. With all the available information, boston scientific concludes unable to confirm the as reported allegation of the patient was experiencing non-target stimulation due to lead migration with testing of the returned product. However, a labeling review revealed that the reported event of migration is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. In addition, despite multiple attempts the ipg could not communicate. The ipg was received in a non-functional state due to electrocautery damaged. Therefore, the probable cause selected for this event is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was experiencing non-target stimulation. Imaging showed that the leads had migrated significantly. It was also noted that the patient also had an issue with the size of battery and where it was located. The patient underwent a lead replacement procedure. During the surgery wherein an electrocautery was used, the remote control kept saying communication error. The physician opted to replace the ipg. The patient was doing well postoperatively. The explanted leads were discarded by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.